Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the physician could not interrogate the device on (B)(6) 2011. The physician observed that all the green led were on but when he interrogated the device, the following warning message was displayed: "the implant could not be interrogated by this programmer software version for one of the following reason: the device is under clinical evaluation - the device was not manufactured by sorin crm - the device required an up to date software version." However, the physician observed that the pacemaker correctly delivered pacing spikes and that the magnet test shows normal response. The physician asked for an explanation of the reported behavior.